Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that a patient presented in clinic with an atrial lead with low, out of range impedance. It was also noted that there were automatic mode switch (ams) episodes that showed occasional atrial undersensing. Programming changes were made and patient would continue to be monitored. No patient consequences reported.